Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg ,implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the rv lead had decreasing to subsequent low impedance. A lead warning had been present for some time. The patient's veins were totally occluded on both the left and right sides, so the lead was reprogrammed unipolar and remains in use. No patient complications have been reported as a result of this event.